Manufacturer narrative:
The MFR did not receive the devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available, and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer ref number of this file is (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom hip generic on the left side on (B)(6) 2008 and underwent revision surgery on (B)(6) 2011 due to pain and loosening.